Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for evaluation. Data logs were reviewed and lt logs show a rise in purge pressure over approximately 3 hours before high purge pressure alarms are triggered. Motor current and pump flow are slightly variable after purge pressure rise and purge pressure remains high. Clinical details noted that cassette change was performed and did not resolve issue. No kinks were observed in purge line in the field. D5w with sodium bicarbonate was being used in purge at time of purge pressure rise and alarm. The root cause of the high purge pressure cannot be definitively determined.

Event description:
The complainant had a impella 5.5 pump placed to support a patient admitted in with aortic valve surgery. The pump has been supporting the patient for 3 weeks when there was elevated purge pressure alarms observed. Team attempted to troubleshoot by checking for kinks and cassette replacement. The alarm was disabled and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter "unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen."